Event description:
It was reported that the ventilator's user interface holder was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the panel holder solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). The ventilator system has been successfully tested according to relevant environmental standards regarding mechanical strength (shock, vibration, drop, etc.). Due to previous complaints, the panel holder design was changed to strengthen the holder even more. This design change was implemented (B)(6) 2016 , our investigation shows that the reported device was manufactured 5 years before this design change was implemented (serial number of user interface with new design is above 250001). Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain. The UDI information is not available since the device was manufactured before 2015.